Event description:
It was reported that the front panel of the subject device sometimes disappears and cannot be used. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cr board (printed circuit board) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the cr board was confirmed to have contributed to the occurrence of the reported event. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.